Event description:
New tubing used to spike ivpb [intravenous piggy-back] mag [magnesium] 2gms. This rn went to hang ivpb, clear fluid noted to be leaking out of top y-site connector. New tubing obtained and ivpb administered, no harm to patient.